Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was shown as discharged in pyxis. A technical support specialist investigated, and it was confirmed that an additional a01 message did not change the admit status when the admit date and time were already populated in the database. The a13 messages were found to be correctly configured on the care fusion coordination engine to clear the status. The customer host later sent an a13 message to reverse the discharge, and the reverse discharge process on the enterprise server was also reviewed for use in such scenarios and findings and correct workflow were explained to the customer for future reference. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient was admitted in system but showed as discharged in pyxis. Customer stated that patient was not showing as an available patient to pull medications for on the inpatient unit. As a result, all medications had to be dispensed directly from the pharmacy. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.